Event description:
It was reported that left hip revision surgery was performed due to metallosis and elevated levels of cobalt and chromium.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head, modular sleeve and r3 liner were removed. The r3 shell and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Although metal ion levels were reported to be elevated up to cobalt of 13.0 and chromium of 9.5 and there were intraoperative findings of moderate peri-articular necrotic tissue, which are consistent with findings associated with metal debris, without the supporting histopathology findings, images or the explant for analysis it cannot be concluded that the clinical reactions are associated with a mal-performance of the implant. Also the report stated ¿microscopic examination is performed and the findings corroborate the diagnosis.¿ the metal ion levels were taken a year and a half later and as of jan 2019 have decreased to cobalt 2.5 and chromium level of 2.5. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation correction: implant date new correct information additional information: age or date of birth, concomitant medical products.